Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. There was no adverse impact to customer's blood glucose.